Event description:
It was reported that a low drain volume alarm occurred on the homechoice (hc) device during dwell one of three. The home patient (hp) had drained 726ml at the time the alarm occurred. The caregiver (cg) stated that there was air in the patient line. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, air in the patient line was reported and is a known cause of this alarm. The air in line was captured and reported in (B)(4). The cause of the air was unable to be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.